Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER (emergency room) visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Alerts and alarms 10 / page 125: warning: when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard occurred, the pdm will remind you of this.

Event description:
It was reported that a patient's pod alarmed, after wearing on the left arm between 4 and 24 hours. As a result, the device's insulin delivery was terminated, however, patient had no replacement pods. Subsequently, blood glucose level reached 586 mg/dl. Patient visited the emergency room and treated with intravenous therapy and insulin delivery (humulin).

Manufacturer narrative:
B(1): selected product problem as this report is now considered an adverse event and product problem. B(5): patient called back on (B)(6) 2018 with new information pertaining to this event. In addition to the information reported in b5 of the initial MDR, patient advised that she was not diagnosed with diabetic ketoacidosis, however, was nauseous. Patient states the cannula may have dislodged from the infusion site. The device is no longer available as it has since been discarded. H(6): added the following codes: device - 3036, 3026. Patient - 1970. Evaluation - 70.

Manufacturer narrative:
B(1): selected product problem as this report is now considered an adverse event and product problem. B(5): patient called back on (B)(6) 2018 with new information pertaining to this event. In addition to the information reported in b5 of the initial MDR, patient advised that she was not diagnosed with diabetic ketoacidosis, however, was nauseous. Patient states the cannula may have dislodged from the infusion site. The device is no longer available as it has since been discarded. H(6): added the following codes: device - 3036, 3026. Patient - 1970. Evaluation - 70.